Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization balloon-occluded retrograde transvenous obliteration (brto) procedure using a px slim delivery microcatheter (px slim). During the procedure, the physician met resistance while advancing the px slim into another manufacturer's catheter and it was removed. The procedure successfully continued using a new px slim. There was no report of an adverse effect on the patient

Manufacturer narrative:
Result: the px slim delivery microcatheter (px slim) was kinked approximately 46.0 from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the physician met resistance while advancing the px slim into another manufacturer's device. Evaluation of the returned px slim revealed the catheter shaft was kinked. This type of damage typically occurs due to improper handling during preparation or use. If the px slim is manipulated forcefully at an angle during removal from the packaging or insertion into a catheter, damage such as this may occur. Px slims are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.